Event description:
It was reported the spring wire guide was unable to pass through the ars syringe. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn#(B)(4) the customer returned one guide wire assembly and an arrow raulerson syringe (ars) for analysis. Signs of use in the form of biological material was observed on the guide wire and inside the ars barrel. Visual analysis revealed that the guide wire contained two major kinks and a slight bend. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were spherical and intact. When performing the functional analysis (see below), it was observed that a large amount of congealed biological material was observed inside the inner cannula of the ars. This build-up of biomaterial could have contributed to the resistance encountered by the customer. No other defects or anomalies were observed with the ars. The kinks in the guide wire measured 402mm and 559mm from the proximal weld. The guide wire total length measured 603mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .790mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was inserted through the returned ars. Minor resistance was observed; however, large amount of congealed biological material was observed exiting out of the ars. This likely contributed to the resistance encountered by the customer. The guide wire was inserted a second time and it passed with little to no difficulty. Performed per IFU statement "place tip of arrow advancer - with "j" retracted - into the hole in rear of arrow raulerson syringe plunger or introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a guide wire/ars resistance-kinked was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked in two locations. Despite the damage, the returned sample met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was unable to pass through the ars syringe. No patient harm reported. The patient's condition is reported as fine.